Event description:
Allegedly, patient is experiencing unknown mom complications (right). Additional information received 01/20/2017: received revision op report dated (B)(6) 2014. This claim changes from a non-revision to a revision. Additional information received on 05/09/2018: updated implant date and added part.